Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/reporter contacted lifescan on behalf of the lay user/patient in nigeria alleging the one touch ultra smart meter read inaccurately high. The medical surveillance specialist wrote follow up questions to the technical service rep (tsr) to ask the patient. The patient said she tested her blood sugar at 7 am, had breakfast at 9 am, and tested again around noon and reportedly obtained a high reading. She can't remember the reading. She reportedly skipped her meal at that time due to the high readings, and then allegedly fainted that afternoon. She said she also lost consciousness and that the symptoms were due to hypoglycemia. The patient reportedly went to the hospital due to the issue. She says that she was tested many times at the hospital on her meter and the reading was high but when she was tested on the hospital meter the reading was low. She can't remember those readings either. She stayed in the hospital for two days and can't remember the treatment she was given. The hospital staff told her that her meter was not working properly and she shouldn't use it again. The patient takes unknown oral medications for her diabetes. There was no troubleshooting performed on the issue because during the troubleshooting telephone call, the reporter did not have the meter or any other information. This complaint is being reported because the patient alleged she obtained a high reading, skipped a meal due to the reading, and reportedly lost consciousness, which she claims was a symptom of hypoglycemia for her.